Manufacturer narrative:
(B)(4). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt

Event description:
It was reported that pulling the handle back of the 6/7f mynxgrip vascular closure device (vcd), the balloon was pulled out the vessel while still inflated. There was no reported patient injury. The product is available for analysis.

Manufacturer narrative:
It was reported that while pulling the handle back of the 6/7f mynxgrip vascular closure device (vcd), the balloon was pulled out of the vessel while still inflated. There was no reported patient injury. Attempts to gather further information have been unsuccessful. The product was not returned for analysis. Review of lot f1700301 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. If the device was not inserted into the procedural sheath up to the white shaft marker as intended per instructions for use (IFU), the balloon will not reach the outside of the sheath. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective or preventive actions will be taken at this time.